Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported patient underwent a bilateral knee arthroplasty on (B)(6) 2003. Subsequently, patient fell and fractured the patella. A revision procedure occurred on (B)(6) 2014. During the procedure, the bearing and patella were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. During the material analysis, it was noted the component showed evidence of wear, deformation of the ridges, material removal and post fracture.